Event description:
A falsely elevated troponin I result of 3.56 ng/ml was obtained. The falsely elevated result was reported to the physician. The second result obtained was 0.00 ng/ml. Although cardiac catheterization was prescribed as a result of the falsely elevated troponin I result, there was no report of adverse health consequences to the pt. The most likely cause for the falsely elevated troponin I result was hm wash proble alignment.